Event description:
During an atrial fibrillation procedure using a reflexion spiral ep catheter, an electrode detached from the catheter. A transseptal puncture was performed and the reflexion spiral ep catheter was advanced into the left atrium through a fast cath swartz transseptal introducer. During the case the 20th electrode of the reflexion spiral ep catheter appeared distorted on the ensite velocity mapping system. As ablation was being performed with a therapy contact cool path duo ablation catheter around the pulmonary veins, the patient exhibited transient st elevation. The physician then noted via fluoroscopy an electrode floating freely in the left atrium. Rapid pacing was delivered to the left atrium to induce atrial fibrillation and the electrode migrated into a trabecula of the posterior wall of the left atrium. Retrieval of the electrode was attempted but unsuccessful as the electrode was fixed to the posterior wall. The patient is stable.